Event description:
It was reported that in 2006, the patient underwent treatment with the polarcath device for one lesion. The target lesion was in the superficial femoral location and was restenotic after previous balloon angioplasty. The reference vessel was 4 millimeters in diameter,10 millimeters length, and had 80% stenosis. There were no run-off vessels and the patient had previous ipsilateral fem-pop bypass distal to the reference lesion. The reference lesion had concentric stenosis and mild to moderate calcification with no tortuosity. A polarcath balloon 5 millimeters in diameter and 60 centimeters long was inflated 1 time. The patient experienced cold during the cryoplasty inflation. The lesion was treated by dilatation only and no stent was implanted. The percentage of stenosis after dilatation was reported as 10%. There were no other procedures reported to have occurred during or immediately after the index case. There was angioplasty of the target lesion performed in 2007 reported on the 6-month follow up visit. Also at the 6-month follow-up visit, there was restenosis of the target lesion to 90% by angiography.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu).